Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# (B)(4), 510k# k122433, and upn (B)(4) is approved for market in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion surgery due to scoliosis. Post-op, the screw tip came in contact with the aorta due to that the screw backed out, so the screw was removed. There were no patient complications reported after reoperation.